Event description:
It was reported that the procedure was being performed on a male pt, (B)(6) in the dialysis unit. The catheter was successfully placed into the pt's right jugular vein on (B)(6) 2011. During dialysis, they noticed the arterial extension line cap was split. As a result, the kit was successfully exchanged. Follow up info received on 05/08/2012 states the catheter hub is cracked and attached are tego caps. There were no pt complications reported. A repair kit was used successfully.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.